Event description:
Additional information was received from the patient. They reported that to clarify the system failing, they were meaning therapy and symptom control. The cause of the device not working was unknown, but they needed an adjustment. They still need an adjustment to be made as on 2025-nov-30.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu label acc, serial# unknown, product type accessory product ID neu unknown, serial# unknown, product type unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that that the therapy had not worked properly since implant, which was 1-1.5 weeks ago. The caller reported that they were getting messages on the handset that said they couldn't communicate and that the handset would not take a charge. The agent helped the caller power on the handset and communicator, and they were able to connect to the implant. The caller declined making adjustments and noted that the system was failing. The caller requested in-person support. The agent sent an email to field staff.  The patient called back repeating "this system has not been working" and stated they had been "screwing around with it ever since it was installed". The patient reported "this system" had never worked properly and stated they had gone back and forth with the manufacturing representative (rep) and stated they "screw with it." It looked like it was working at the hospital, then it would quit. The p atient stated according to the "book" it looked like they should be able to charge both the handset and communicator at the same time. The patient reported their handset couldn't charge and they were getting "cannot communicate" between handset and communicator. The patient stated they wanted the equipment to be replaced and to get it working. The patient requested a rep at their appointment tomorrow to make sure the equipment was working properly. The patient reported the last couple of times the rep went in and "screwed around with it" and got it working. When they got home, it worked for an hour or two, and then shuts down. The patient reported they were still having leakage, "etc". The patient stated when it worked, it worked, it stopped the leakage, and they got warning to go to the bathroom. The patient expressed dissatisfaction on the call that they were told they could only charge one device at a time as the patient stated that was not what the "book" says. The patient stated there is something wrong with their equipment. The agent reviewed the role of patient services and offered to provide troubleshooting on the call, but the patient declined. The patient mentioned they had gone through 65 radiation hits and 3 1/2 years of chemo. Patient mentioned yesterday had complete CT scans, and everything looked good. The patient stated they are having bone marrow drilling tomorrow to check for multiple myeloma from agent orange. The patient requested in person education and requested the rep come to hospital tomorrow for patient's procedure. The agent emailed the field staff per patient's request. The patient called back in reporting that they were going to the hospital tomorrow morning and that they needed a rep there to replace their external devices. The patient mentioned previously reported information regarding the issue with their external devices, but when the agent offered to troubleshoot with the patient, they refused and instead wanted a rep to check their external devices for them. The agent sent an email to the field for visibility. The agent rep responded that they had spoken with the patient on 2025-nov-07 and their device was connected. They had increased simulation effectively and they were feeling it appropriately. Extensive education was provided and the patient expressed no further concerns.